Event description:
It is reported that the pt states that she began having severe pain in her groin and right hip in (B)(6) 2012. The pain was precipitated by use of a stationary bicycle during physical therapy for a left knee implant. The pt states that she stopped using the bicycle but continued to have daily pain that worsened over time. She also stated that her leg buckles requiring her to use a cane or walker. She experiences sharp severe pain when she stands erect from a bending position. The pt states that her pain and leg weakness is significantly lessened or eliminated with celebrex which she began taking on (B)(6) 2012. One celebrex daily manages her pain and weakness. The pt will contact her surgeon to...

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.